Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11july2019. The product support engineer advised customer to try new flow sensor and provided part identification. Follow up with the customer indicated the flow sensor replacement resolved this issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the air flow was out of range. There was no patient involvement. The event date was not specified, estimate used.